Event description:
Event description cpi received information that this bipolar lead was repositioned due to displacement. An invasive procedure was performed two days after the implant to reposition lead. Implanted-07/30/91. Repositioned-08/01/96. Remains implanted. The physicians manual 352527-003c, page 15, lists displacement as an adverse effect.